Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent thrombosis requiring medical intervention. Device issue: none. It was reported that the pt had stenting of the lad and the pt was sent home a few days later. He presented to the emergency department with acute st segment elevation in the anterior leads. A guiding catheter was advanced to engage the left coronary artery. One injection was done and immediately documented total occlusion of the stent in the left anterior descending position. The circumflex was normal. The lad was 100% occluded proximally and the shadow of the stent could still be seen as well as stenosis in the middle of the stent. The thrombus appeared to be moderate. There was collateral retrograde filling of the lad or diagonal. A left ventriculogram showed that pressure in the left ventricle was 88 with end diastolic pressure of 14. Aortic pressure was 100/64. The left ventricle had akinsesis of the anterior wall and of the apex. The ejection fraction was 35%. Basically, the left ventricle contacted fairly well. The guiding catheter was already in place and an asahi prowater guide wire was advanced into the lad without difficulty. An export aspiration catheter was advanced and several passes were made, first proximal going distally. Six syringes of aspirated fluid were filled. The very first retrieved a huge amount of organized thrombus and also what appeared like atheroma at the edges of the filter that was used. An angiogram showed some defects in the mid portion of the stent which was a 3.0x 18 vision stent. Another company's balloon catheter was advanced and inflated multiple times in the mid stent until the defect essentially dissolved and was completely resolved . Angiograms did show that the diagonal appeared to be "pinched" and so another prowater guide wire was advanced into the diagonal without much difficulty. A balloon catheter was inflated twice without any residual stenosis. Angiography post procedure showed about a 20% residual stenosis and again maintained excellent flow to that diagonal . The final angiogram showed total restoration of flow to lad. The pt was on integrilin drip and was given the second integrilin bolus into the coronary artery. The pt was placed on plavix, aspirin, beta blockers, ace inhibitors and statin. No add'l event or pt info is available.